Event description:
It was reported by service report that the fowler was drifting. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler. Unit was evaluated by the hospital. Parts have been placed on order and will be replaced upon receipt.